Manufacturer narrative:
The investigation into the reported purge leak was completed. Neither the device nor the data logs were returned for investigation. Therefore, the cause of the purge leak is undetermined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that a 51-year-old male patient implanted with the impella 5.5 for management of cardiomyopathy experienced a purge fluid leak after the "purge system" cracked during a purge cassette exchange. The pump was replaced with another impella 5.5. Of note, sodium bicarbonate was used in the purge solution throughout support. No other cleansing agents were reported to be in use. There were no reports of harm to the patient.